Event description:
It was reported that the leads have been showing signs of insulation problems with impedances getting lower. The patient had some pocket stimulation which was attributed to insulation failure. It was also reported that the right atrial and right ventricular leads had high thresholds and low impedance indicating insulation failure. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads have been showing signs of insulation problems with impedances getting lower. The patient had some pocket stimulation which was attributed to insulation failure. The leads are still in use. No patient complications were reported as a result of this event.